Manufacturer narrative:
Patient information was unavailable from the site at the time of filing. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a procedure they were unable to open the gantry to wrap around the patient, so they manually opened it and it would begin to close but it would not completely close. They removed it from the field and the gantry was stuck and wouldn't open or close, just make a "whining" noise. Issue occurred intra/peri-operatively with less than one hour delay to surgical time. Navigation had to be aborted, but there was no reported impact to patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that one of the rotor lock was not in correct position and one door switch was not making contact. Adjusted door switch and rotor lock. Rotor regained mobility, manually. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Surgeons name is dr. (B)(6). If information is provided in the future, a supplemental report will be issued.